Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient sustained a burn injury after electrical energy allegedly arced through a mcs tip cover accessory. The surgeon reportedly sewed the area where the burn injury occurred.

Event description:
It was reported that during the da vinci-assisted rectopexy procedure, the monopolar curved scissors (mcs) tip cover accessory allegedly had a ¿slit¿ in it that the surgical staff could not see. The mcs tip cover accessory was reportedly installed on a mcs instrument. When the nurse moved the tips of the mcs instrument, a burn occurred on the right pelvic wall. According to the initial reporter, the patient was stable and the site did not believe there were any lasting issues. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the nurse was not present during the surgical procedure which was not recorded on video. The nurse did not know if the surgical staff actually witnessed an arcing event. The nurse reportedly entered the or to relieve another surgical staff member. The surgeon did not have any issues with the mcs instrument before the event occurred. The mcs instrument will not be returned to isi for evaluation. Post-operatively, a ¿cysto¿ was performed and the ureters appeared to be fine. On september 04, 2018, isi contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon notified her directly that he sewed a little spot on the patient¿s colon where the alleged burn injury was located.